Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. Customer¿s blood glucose level was 376 mg/dl. Customer states reason for under delivery was patient gets insulin but still runs high. Customer treated with syringe and bolus for high blood glucose level. Customer states that insulin pump was on auto mode. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. Device passed the delivery accuracy test. No under delivery anomalies or over delivery anomalies noted during testing.